Event description:
It was reported that there was oversensing and noise with short intervals observed in the right ventricular lead. It was further reported that the lead was "broken". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met; the impedance trend on the rv (right ventricular) pacing lead was variable, oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.